Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a motor error alarm. The insulin pump was not exposed to a magnetic resonance imaging machine or strong magnetic fields. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.